Manufacturer narrative:
. E3: occupation: rad tech - product manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the procedure was diagnostic left heart catheterization with fractional flow reserve (ffr). Access was via left radial artery. As mentioned, it was diagnostic only, however; fractional flow reserve (ffr) was also performed on this patient, and no issues occurred during access or the procedure. After procedure was complete, a regular sized tr band was applied to the left wrist, and patent hemostasis was achieved. Within a max of 30 seconds, a rad tech noticed that blood was coming from the left wrist, as well as the tr band balloons almost completely deflated. Pressure was applied to the radial artery in order to remove the tr band off the left wrist and a new regular sized tr band was successfully applied, and patent hemostasis was achieved. Patient had zero complications occur from sudden deflation of the original tr band. Patient successfully recovered with zero issues and was discharged from hospital. Blood loss less than 250cc. Unknown how many ml of air were injected into the tr band when it was applied. Facility checked the air valve prior to use in saline and no bubbles appeared, however after use bubbles did appear in the saline from the air valve. No noticeable damage to the device. Was not manipulated in any way. Product is stored in the terumo box it comes in their lab.